Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4) - the dentist reported that 1 month after dental implant was installed in intraoral region #23, its non-osseointegration was observed. The 45 ncm of primary stability was achieved and the patient presented bone type I. The dentist also informed that it was used the procedure of immediate load.